Event description:
It was reported that the device would not power up. There was no patient involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device was observed that it would not power up. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined root cause for the reported incident was a blown fuse.